Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer was unrecoverable, and the latch sensor light was off. The latch component was inspected, and the magnet was found to be missing. A field service engineer replaced the inseparable, rebooted the device to the diagnostics application, and troubleshooted the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.